Event description:
Boston scientific crm received information that this patient experienced a syncopal episode. During a device check, multiple premature ventricular contractions were noted. These get blanked when the device paces in the atrium, causing the ventricular pace to be close to the t-wave. Rate smoothing was programmed on, which caused pacing at a faster rate.

Event description:
Information was later received that this device was explanted due to a system upgrade. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. Should any additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.